Event description:
Customer alleged back-to-back glucose value of 258 mg/dl on the advantage system compared to 108 mg/dl on a professional device during a routine dr. Appointment. Customer reported having no symptoms and was not treated based on value. No serious adverse event was reported. Product return was requested; replacement product was sent.